Event description:
It was reported that 3 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occcurred. The pt presented to the cath lab with angina and abnormal stress test. The lesion being treated was a moderately calcified, 90% stenotic lesion in the left anterior descending artery (lad). The physician successfully direct stented the lesion with a taxus express2 2.50 x 24 mm drug eluting stent at 12 atms. The physician then post-dilated the stent with a 2.5 x 13 mm powersail balloon at 16 atms. The physician went on and successfully deployed a taxus express2 3.50 x 16 mm drug eluting stent in the proximal circumflex artery (cx) and another taxus express2 3.50 x 16 mm drug eluting stent in the proximal right coronary artery (rca). The pt was discharged with a regimen of plavix and aspirin. Three days after the pt was readmitted to the hosp with chest pressure and st-segment elevation. The pt was urgently brought to the cath lab where it was determined the taxus stent in the lad was 100% occluded. Thrombectomy was performed with an export catheter followed by multiple inflation's with balloon percutaneous transluminal coronary angioplasty (ptca). Final result was excellent stent and lumen expansion with a timi 3 flow. No further pt injuries or complications were reported. Pt status is reported as "satisfactory/good".